Event description:
The customer reported being hospitalized for hyperglycemia. The blood glucose reading at time of the call was 300mg/dl. Troubleshooting was attempted. The customer denied because the insulin pump was stuck in the prime mode. The customer also stated that the insulin was squirting from her infusion set during prime. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.